Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal host tissue overgrowth encroached onto the tissue and into the orifice on a leaflet at the inflow aspect. Host tissue on the stent circumference was heavy at the inflow aspect and moderate at the outflow aspect. Pledgets were seen in between the host tissue on the stent circumference of the inflow aspect. One (1) leaflet had a small tear near the commissure. The wireform was exposed on this commissure which was near the leaflet tear. The sewing ring was also cut around the valve circumference exposing the wireform at the inflow aspect. Serrated marking were observed on the other two (2) leaflets near their commissure. The x-ray demonstrated wireform distortion around the valve circumference and a bent commissure. Method: x-ray. Additional manufacturer narrative: the clinical report of sizing issues could not be confirm through visual observations of the returned device.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, and more cardiac events. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this device was explanted after one (1) year due to sizing. As reported, the surgeon deemed the valve to be too small for the patient. Upon visualization, the existing valve appeared to be somewhat tilted as well as all three (3) struts were grown into the wall of the aorta. There was no allegation of a device malfunction as the surgeon stated the valve looked pristine; however, it was deemed too small for the annulus. This was removed and a root enlargement was performed before a 21mm magna ease (3300tfx) was implanted. There were complications post-operatively, requiring the patient to undergo a vein graft before being transferred from the o.r. With her chest open. However, on post-operative day #2, the patient's chest was closed and she was transferred back to the cvr unit in stable condition.